Event description:
Case reference number (B)(4) is a spontaneous report sent on 19-jul-2021 by a physician concerning a 74-year-old austrian female patient. The patient's medical history included breast cancer five years ago and gastritis. No information about history of allergies has been provided. Pregnancy and breastfeeding were denied. The patient had previously received treatment with restylane lyft lidocaine. Concomitant medication included letrozole [letrozole] for unknown indication. On (B)(6) 2021, the patient received treatment with 2 ml restylane lyft lidocaine (lot 18123), 1 ml on each side of nasogenian sulcus using smart microcannula via subcutaneous route with unknown injection technique. Unknown time later, on an unknown date in 2021, the patient experienced an abscess(implant site abscess). 3 weeks later, on an unknown date in (B)(6) 2021, the patient experienced local edema(implant site oedema). 45 days later, on an unknown date in (B)(6) 2021, the patient experienced bilaterally induration(implant site induration) and hyperemia(injection site erythema) in an area next to the implant site. On an unknown date in 2021, as corrective treatment, the patient received unspecified corticosteroids, 40 mg daily and levofloxacin [levofloxacin], 500 mg daily for 7 days. The patient experienced a slight improvement. On an unknown date in 2021, 7 days after the treatment with corticosteroids and levofloxacin, the patient received treatment with hyaluronidase [hyaluronidase] injection. On an unknown date in 2021, 7 days after hyaluronidase treatment, the patient experienced worsening of hyperemia on the left side. On an unknown date in 2021, as corrective treatment, the patient received amoxicillin and clavulanate [amoxicillin, clavulanate potassium]. On an unknown date in 2021, on the 4th day of the treatment with amoxicillin and clavulanate, the patient experienced ulcer(implant site ulcer). On an unknown date in 2021 (after the ulcer), as corrective treatment, the patient received rocefin [ceftriaxone sodium] intravenous for 10 days. Patient did not experience improvement. On an unknown date in 2021, patient underwent to surgical debridement, collection for gram stain culture test and mycobacterium test. The result of gram stain culture test was negative. On an unknown date in 2021, as corrective treatment, the patient received linezolid [linezolid], oral. On an unknown date in 2021, on the 8th day after starting linezolid, the patient experienced another ulceration and patient underwent to a new surgical debridement with curettage and material collection. At the time of report, the patient was with bandage and without any antibiotic. Reporter added that the antibiotic therapies were oriented by an infectiologists. An infectiologist raised the hypothesis of staphylococcus nasal contamination, and later, a secondary infection due to the hyaluronic acid injection. Outcome at the time of the report: abscess was unknown. Ulcer was unknown. Edema was unknown. Hyperemia was unknown. Induration was unknown. Tracking list: v.0 initial; v.1 fu received on 04-aug-2021 from the same reporter. Events (ulcer, induration) added. Patient demographics, medical history, concomitant medication, past filler treatment, suspect device implant date, volume, needle type, lot number, expiry date, corrective treatment and laboratory date were updated.

Manufacturer narrative:
Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review has been performed and no potential quality issues have been identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma uppsala quality management system. Thus, it is not assessed as likely that the reaction was caused by a non-conforming product and nothing in the report suggests a product quality issue or a counterfeit product.the performed investigations are therefore considered adequate and no additional investigations will be conducted. Company comment: the serious events of abscess, ulcer at implant site, the non-serious events of oedema, erythema and induration at implant site were considered expected and possibly related to the treatment. Serious criteria included the need for multiple medical and surgical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities.

Manufacturer narrative:
Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. A follow up will be performed to obtain the lot number. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Company comment: the serious event of implant site abscess and the non-serious events of oedema and erythema at implant site were considered expected and possibly related to the treatment. Serious criteria included the need for surgical and medical intervention to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician concerning a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane lyft lidocaine (unknown amount, lot number, injection technique and needle type) to nasogenian sulcus. 3 weeks later, on an unknown date in (B)(6) 2021, the patient experienced local edema(implant site oedema) and hyperemia(implant site erythema). On an unknown date in 2021, as corrective treatment, the patient received hyaluronidase [hyaluronidase] injection and unspecified corticosteroids [corticosteroids] and antibiotics [antibiotics], orally. The patient experienced a partial improvement, and then, she experienced a worsening. On an unknown date in 2021, the event evolved, and the patient experienced an abscess(implant site abscess). On an unknown date in 2021, as a corrective treatment, the physician opened, removed and sutured the abscess and the patient was using intravenous rocefin [ceftriaxone sodium]. An infectologist raised the hypothesis of staphylococcus nasal contamination, and later, a secondary infection due to the hyaluronic acid injection. Outcome at the time of the report: edema was unknown. Hyperemia was unknown. Abscess was unknown.